Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer's biomedical engineer ran the iabp unit on a simulator for 4 hours, 2.25 hours was on battery power prior to a getinge service territory manager (stm) arrived. The stm arrived at the customer's site and evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm noted that the iabp log files revealed fault code # 7 indicating a possible issue with the power supply. As a precaution, the stm replaced the power supply then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was ran for an additional 2 hours without issue and was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. It was later reported that the customer's perfusionist stated that the iabp unit shut off after approximately 2 hours of therapy while connected to ac power. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. It was later reported that the customer's perfusionist stated that the iabp unit shut off after approximately 2 hours of therapy while connected to ac power. There was no patient harm and no adverse event was reported.